Event description:
While advancing the catheter in the right coronary artery, and attempting to position the catheter into the ostium there was no torque response on the distal end of the catheter. After removing the catheter, it was noticed the catheter was twisted and kinked. There was no harm or injury reported.

Manufacturer narrative:
Device evaluation - the suspect device was returned for evaluation. The device was visually examined and the complaint was confirmed. A review of the device history record did not reveal any exception documents. A review of the complaint data base found no similar complaints for this lot number. The device was kinked in several areas and twisted flat in one area of tubing. It is unknown if the patient had a tortuous anatomy that may have contributed to the catheter kinking. Unable to determine exact root cause. Once a catheter has kinked inside the body, and if unnoticed, can contribute to over-torquing of the device. Over-torquing a kinked catheter can result in multiple kinks and twisted flat areas of the catheter body as observed. Evaluation: method - device history record was reviewed, complaint data base was reviewed. Results - inconclusive.